Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap came off from the connecting tube of a home pd system kaguya set. This occurred ¿when it was removed from the tube holder¿ during preparation for peritoneal dialysis (pd) therapy. The caregiver stated to ¿use the new fluid and circuit¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.